Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up upon interrogation a diagnostics anomaly was noted with the estimated longevity. A re-interrogation was done with the estimated longevity to be correct. The patient was asymptomatic through out the follow up.